Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There was no unexpected no delivery alarms noted. The pump was received missing end cap sticker, cracked reservoir tube, and minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they had conducted troubleshoot already, and have disconnected from the pump. The customer states they do not trust the pump and would like it replaced. The customer was advised the pump would be replaced and returned for analysis.